Event description:
Lvad patient that had a short to shield issue and needed repair, but the patient didn't want it repaired. Then he got the infection; and, instead of a debridement, they had to exchange it due to the ongoing short to shield. It seems the short to shield complication was the primary issue and the infection a secondary.